Event description:
Allegedly the surgeon complained that the driver in some circumstance disrupt the hex interface of the screw, leading to difficulty in screw removal during the surgery.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete.